Event description:
It was reported that an ilet pump intermittently did not respond to the wake button, preventing the device from powering on, and the user chose to continue use while monitoring performance; the issue did not recur and the user declined replacement. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer follow-up and troubleshooting guidance. Investigation of this case revealed that the event was not reproducible and no device malfunction could be confirmed, with normal operation reported on follow-up. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to duplicate the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.